Manufacturer narrative:
The io hub for the navigation system was returned to the manufacturer for evaluation. Testing found that a universal serial bus (usb) circuit experienced an electrical based failure. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that, when manually moving the I/o hub cables, the intermittent communication error would occur. The representative then opened the hub and reseated all connections to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a cranial resection, the navigation system displayed an error message that the localizer was not connected. Restarting the navigation system resolved the issue temporarily. The issue then occurred a second time. The site then elected to complete the procedure with a separate medtronic navigation system. The reported issue occurred during registration. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.